Manufacturer narrative:
Findings: a64 alarm during self test due to faulty on the radio frequency board. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.